Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, no response has been received. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. There was no known impact or consequence to patient.

Manufacturer narrative:
Additional information: section a a2: age at time of event, date of birth added as the information was not available at the time of the initial submission. A4: weight added as the information was not available at the time of the initial submission. A6: patient's race added as the information was not available at the time of the initial submission. Section b b1: adverse event selected as the complaint is a serious injury. B2: required intervention to prevent permanent impairment/damage selected. B3: date of event added as the information was not available at the time of the initial submission.. B5: description of event updated to reflect the new information provided after initial submission. B7: preexisting medical conditions added as the information was not available at the time of the initial submission. Section d d4: expiration date added as the information was not available at the time of the initial submission. Unique identifier (UDI)# added as the information was not available at the time of the initial submission. 6a: implant date added. 6b: explant date added. Section g g3: date received by manufacturer added. Section h h4: device manufacture date added. H6: code 1932 add to include inflammation. The device investigation has been completed and the results are as follows: device history record (DHR) review results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample(s) / device inspection results: the implant was returned but not in original package. The part was visually inspected and verified to be an inclusive tapered implant 4.7 mm x 10.0mmusing the radiographic template. Complaint investigator measured the critical parameters against drw 3003664 rev 9.0 from DHR and found no deviation. Bone debris was detected from the implant. No defect or non-conformity was observed. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter.premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Event description:
It was reported that the hahn tapered implant failed. The patient bone type is unknown. The patient has a history of smoking. The patient presented on (B)(6) 2016 for primary placement on tooth # 30. On (B)(6) 2017 the patient returned with complaints of soreness. Upon examination the provider notes redness, puffiness, and infection at the implant site. The implant failed to osseointegrate and the device was removed.